Manufacturer narrative:
The available trend curves showed a stable pacing impedance around approx. 480 ohms between (B)(6) 2016 with a sudden decrease down to less than 200 ohms and a subsequent sudden increase to the previous value. Furthermore the provided iegms showed noise on the rv channel which led to shock delivery as mentioned in the complaint description. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
This lead inappropriately detected vf as a result of noise on the rv lead. This happened twice and in total, the patient was inappropriately shocked four times. This lead was capped and replaced on (B)(6) 2016.